Event description:
It was reported that during patient use, a ventilator had a circuit disconnect message and high pressure alarm the patient was removed from the ventilator and placed on a second ventilator with any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that the covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running ventilator on a test lung overnight to try to duplicate the alleged malfunction. The ventilator passed the extended self-test (est) and the short self-test (sst).